Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a cystoprostatectomy procedure, by activating the device for sealing and cutting it stayed closed entrapping tissue. It is necessary to cut the tissue on both sides of the jaw and use ligature. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information received: the sales rep provided us with additional information regarding the event: ¿the patient had any damage. When the problem was detected (jaws don¿t open and compress tissue there between) it was decided to use the suture to control possible bleeding, additionally it was used a new device superjaw to continue with the procedure, and could finish the surgery with no inconvenient or damage to the patient.¿